Event description:
It was reported that the atrial lead exhibited oversensing resulting in multiple episodes of inappropriate auto mode switch over the past year. The patient was asymptomatic. The physician elected to cap the lead during routine generator change procedure. No sensing, threshold or impedance anomalies were noted. The lead was capped and replaced on 8/10/2017. The patient was in a stable condition before, during and after the procedure.